Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4). Main printed circuit board is out of electrical specification; device shuts off immediately after the battery was removed. Battery drawer is broken. Upper and lower cases, battery release, heart block, lead flex cover, and battery flex are contaminated.

Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) main printed circuit board is out of electrical specification; device shuts off immediately after the battery was removed. Battery drawer is broken. Upper and lower cases, battery release, heart block, lead flex cover, and battery flex are contaminated.